Manufacturer narrative:
According to the facility, during a circumcision, the clamp "malfunctioned" causing a laceration of the foreskin all the way down to the scrotum. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, during a circumcision, the clamp "malfunctioned" causing a laceration of the foreskin all the way down to the scrotum.